Manufacturer narrative:
(B)(4). Date of event: unknown, captured as awareness date. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: colon procedure. The customer is very experienced with the device and has used it countless times. This is the first time they have experienced an issue, specifically, where the stapler does not fire. They had to keep something in the otomy of the rectal stump while they retrieved a brand new stapler, which worked properly. This malfunction caused an added hour of operating time. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure that the device would not fire in the middle of the procedure. Experienced customer followed proper steps for use. No further information was provided.